Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, and inadequate capture. The reported event of helix mechanism issue was confirmed, and the reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis with the helix extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued, which is consistent with procedural damage. X-ray examination of the helix mechanism did not reveal any anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. After cleaning, the helix could be retracted and extended when torque applied to the connector pin. The full helix extension length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to blood / tissue in the helix region and an over torqued inner coil. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
It was reported that an increase in the capture threshold was observed on the right ventricular (rv) lead due to an alleged dislodgement. During the revision procedure, the helix of the rv lead was observed to be twisted and was unable to retract and extend. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.